Manufacturer narrative:
A quote for repair was issued but the customer has not accepted. The repair ticket has been cancelled. No further information is available. A quote for repair was issued but the customer has not accepted. The repair ticket has been cancelled. No further information is available.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was (B)(6). Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, unit is not reaching its volume. There was no reported patient involvement.